Manufacturer narrative:
Date of event estimated as 45 days post index procedure.

Event description:
It was reported that the implant did not seal. A left atrial appendage closure device was implanted with 3-22% compression using intracardiac echocardiography and no leak was present. At the 45-day follow-up computed tomography angiography, a 6mm leak was found. The leak was then treated with a coil.

Manufacturer narrative:
Corrected information in b5: describe event or problem. B3: date of event estimated as 45 days post index procedure.

Event description:
It was reported that the implant did not seal. A left atrial appendage closure device was implanted with 3-22% compression using intracardiac echocardiography and no leak was present. At the 45-day follow-up computed tomography angiography, a 6mm leak was found. The leak was then treated with a coil. It was further reported the leak was on the limbus side of the appendage. A non-boston scientific vascular plug was used to treat the leak, not a coil.